Event description:
The customer reported that during a sigmoid resection, the device was not sealing the vessels, and there was increased bleeding with the cautery. Settings on the generator were changed from 2 bars to 3 bars, but the problem persisted. Another device was used to complete the procedure without issue.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for eval. Add'l questions in regard to the incident have also been asked. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.